Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9080916 ; medical device expiration date: 2022-02-28; device manufacture date: 2019-03-21; medical device lot #: 9074905; medical device expiration date: 2022-02-28; device manufacture date: 2019-03-15.

Event description:
It was reported that an unspecified number of syringe 10ml saline xs experienced poor perforation on packaging. The following information was provided by the initial reporter: we have in the last 2 months massive problems with the syringe. There were 167 pieces sorted out due to bad perforation (one had to partially work with the scissors!) And they were also partially dirty.

Event description:
It was reported that an unspecified number of syringe 10ml saline xs experienced poor perforation on packaging. The following information was provided by the initial reporter: we have in the last 2 months massive problems with the syringe. There were 167 pieces sorted out due to bad perforation ( one had to partially work with the scissors!) And they were also partially dirty.

Manufacturer narrative:
Investigation: the samples received as part of this complaint confirms bad perforation. A device history was also conducted, which showed no non-conformance's. The root cause was determined to be associated with the perforation stage of the manufacturing process. The blade maintenance program is currently under review. The intention is to decrease the time frame between blade replacements, therefore preventing poor perforation in the blister packs.